Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced mattress slides off litter. There was no patient involvement.

Manufacturer narrative:
The device pending evaluation was evaluated through photos. Section h codes have been updated to reflect this.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced mattress slides off litter. There was no patient involvement.